Manufacturer narrative:
The actual device was returned for evaluation and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during reprocessing, it was observed that the attachment device would not secure the burrs. During in-house engineering evaluation, it was determined that the device failed the cutter insertion test and had a broken and corroded bearing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.